Event description:
The customer reported that the both monitors were black, the issue resolved after reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.